Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that a leak while morphine was infusing. It was unclear if the leak was due to the tubing set or the syringe. The tubing and the syringe was replaced and there was no harm to the patient. The event occurred in newborn ICU.